Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, an increase in pacing impedance and pacing threshold were observed. A new pacing lead was implanted and the pacing of the hv lead was disabled. The patient is in stable condition with no adverse consequences.